Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No procode, common device name and/or 510k provided as this device is not released for distribution in the united states. A medtronic representative went to site to test the equipment. Representative reported that a computer was replaced to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect computer has been not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, the image failed to be transferred when checked and images were re-taken. It was reported that the images were transferred however it took more time than usual. During accuracy check, when zoom and adjust buttons were pressed the computer became unresponsive but the computer functioned normally after a while. After the patient exams were deleted from the imaging system and navigation system, unstable were operations was observed. There was no patient present at the time of the issue.

Manufacturer narrative:
The computer of the navigation system was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.